Event description:
Line was inserted on 11/26/1997, median cubital fossa. Inserted to 51cm. Chemo was given 5 fluorouracil + founic acid. Flushed with 10mls syringe 4x course of chemo. Line reported damaged on 1/5/98.